Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The root cause was not established. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation as well even though logs shows the failure and customer reported "blue screen" while they experienced this issue. As a resolution, vyaire initiated main pcb replacement.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. Vyaire medical field service representative went on-site to check the unit. Replaced main pcb RMA# smx-00089896 and reset counter. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est and performance check, all passed. Vent is operational and meets manufacturer specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us start to alarm with red lights and the screen went blank while running on a patient. The unit continued to cycle and then swapped out with another unit. No patient harm was reported.